Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a broken driver. During a revision adult scoli t10-pelvis procedure, while final tightening a screw at s1; the final torque snapped and broke at the tip of the driver. The patient retained the part of the driver that broke off in the set screw. Another driver was used to finish the case.

Event description:
Sales rep reported a broken driver.

Manufacturer narrative:
The returned driver was examined. The tip has fractured off; the complaint is confirmed. A review of the manufacturing records did not identify any manufacturing issues which would have contributed to this event. This issue is being investigated via CAPA.

Event description:
The sales associate reported a broken driver. During a revision adult scoli t10-pelvis procedure, while final tightening a screw at s1; the final torque snapped and broke at the tip of the driver. The patient retained the part of the driver that broke off in the set screw. Another driver was used to finish the case.